Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that during meniscal suturing procedure, it was observed that the surgeon could not pull out the device shaft when the surgeon implanted 2nd anchor to the patient¿s body. It was reported that when the surgeon tried to pull the device forcibly, only the handle part was removed. As a result, part of the needle remained in the patient¿s body. The surgeon tried to remove the broken needle but the surgeon decided to leave small fragment of the broken which could not be removed. It was reported that the device was brand new and the first use when the issue occurred. There was no surgical delay. There was patient involvement. It was not reported if there was a medical intervention or prolonged hospitalization. The patient's status post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer name and manufacturer contact name have been updated as (B)(4) respectively. Contact phone number and email address have been updated accordingly. Investigation summary: the complaint device was received and evaluated. Visually the silicone sleeve, stop tube, and both implants were disassembled from the device. The silicone sleeve was in tact with no anomalies. Both implants were linked together with the suture, but the second implant was broken. The pusher rod was evaluated, via functional testing the trigger was pulled. A click was heard, indicating the pusher rod by itself was functional. The needle had several nicks and the needle is separated from the stop tube. The complaint can be confirmed since the nicks indicate the small fragments left in the patient. Removing the device forcibly is the possible root cause for the reported failure. It can be attributed to user technique. A non-conformance search was performed for this part (228151), lot (l705670) combination and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Date received by manufacturer for follow-up 1 should be october 19, 2019. Date received by manufacturer for follow-up 2 should be december 13, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).